Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main (B)(6). Analysis of the 37761 desktop charger (dtc) (B)(6) revealed bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) cord was loose when plugged into the recharger. The caller mentioned something along the lines of they could see that the recharger was not charging since the charge was not coming through from the loose connection. When patient services (pss) attempted to further clarify and ask if the recharger was not charging up at all from the dtc, the caller stated they were in their car and did not have the dtc plugged in, and repeated that they could see the loose connection and that the recharger takes a long time for patient to charge their ins. The caller stated the recharger port did not appear to be damaged. A replacement dtc will be mailed to the patient. Caller reported charging the patient's ins took a long time in which they would charge for 1 1/2 to 2 hours every day. The caller stated the patient received assistance from the nurses at the nursing home with charging as the patient could not handle doing it themselves, and that the patient knew to pay attention to the coupling boxes for efficient charging with positioning. The caller stated the patient used to get 8 boxes, but now not as much in which they would have some boxes, probably 4-6, but not all the way. Pss asked what patient's ins charge level was at when starting charging and the caller did not know. Caller stated the patient was in a nursing home and they were not able to go in to see the patient due to covid. Due to patient and caller feeling the duration was not as they would expect, a replacement recharger antenna will be mailed to the patient.